Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 46% to 11% in a six months time period. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 46% to 11% in a six months time period. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Additional information provided indicates the device has not yet been explanted and it is scheduled for replacement in (B)(6)2022. Boston scientific has made three attempts to obtain additional information on the device replacement procedure, however; no response was received.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 46% to 11% in a six months time period. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Additional information provided indicates the device has not yet been explanted and it is scheduled for replacement in april, 2022.